Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high and low blood glucose. It was stated that the insulin pump was working properly, but they felt the device's settings needs to be adjusted. During the call the mother stated that the customer was hospitalized for several hours and released. The blood glucose reading was 160 mg/dl. The mother also stated that the customer was throwing up and had a suspected virus. No further info was provided.